Event description:
It was reported that during the use of the liko viking m mobile lift, the caregiver used the incorrect size sling and the patient fell out of the sling. The patient hit their face on the device¿s slingbar and sustained a facial fracture. This incident was captured under complaint ref (B)(4).

Manufacturer narrative:
During a follow-up call with the customer, the customer confirmed that the caregiver used the incorrect size sling, the caregiver used the blue and not the yellow sling and reported that the patient sustained a laceration to the check and a fractured cheekbone. The patient was an 81-year-old female weighing 115 lbs. The patient was taken to the emergency department where the laceration was closed using stitches, no intervention was provided for the fracture. There was no report of a device malfunction. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. The device instructions for use state ¿individual fitting of liko slings and other liko lifting accessories to fit the patient is of the utmost importance for optimal performance and safety when using the lift. The viking m lift instructions for use 7en137107 states: for additional guidance in selecting a sling, study the operating instructions for the respective sling models. Additionally, the IFU instructs before lifting always make sure: the lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs; the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. The viking m mobile lift was inspected by a baxter service technician who found general wear and tear from the use of the device and noted that all functions were checked including the sling raised and lowered correctly, casters extended in and out properly and locked correctly, and articulation of lift moved smoothly and held correctly. The technician noted that the caregiver used an oversized sling during the transfer indicating user error to be a contributing factor. Of note the liko sling sizing guide indicates that the blue sling is recommended for patients weighing 154-264lbs, whereas the yellow sling is recommended for patients weighing 88-176lbs. In this event, a patient fall occurred resulting in a laceration to the patient¿s cheek requiring suture closure and a fractured cheekbone. The reported laceration required medical surgical intervention to preclude permanent impairment of a body structure and is therefore considered a serious injury. There was no fault found with the viking m mobile lift during the inspection by baxter that would have led to the incident. The cause of the event is user error due to the use of the incorrect-sized sling for the patient. Prevention of this type of event is outlined in the device IFU.